Event description:
Customer reported to beckman coulter, inc (bec) that the coulter hmx analyzer with autoloader blood sampling valve probe was leaking liquid. Customer reported that the volume of the leak was 2 ml. Customer reported that the latron control was not within established ranges. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the actual leak was in the aspiration tubing at the rear blood detector. The fse replaced the aspiration tubing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).